Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 50mg/dl and treated with glucose. Customer indicated that their blood glucose value was 86mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin and customer indicated that the cannula was bent. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. The customer indicated that this was a past event and wanted assistance with their sensor only.customer declined further low blood glucose troubleshooting.